Event description:
A cartridge change error was reported, and there was no adverse impact to the customer's blood glucose level. The customer was instructed to inspect and clean components of the pump and attempted to attach a new cartridge with guidance from technical support. However, the customer was unable to successfully load the cartridge onto the pump, and the call was disconnected. Technical support planned to follow up with the customer.